Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the material rupture occurred due to interaction with lesion calcification or associated devices during use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2x100mm armada 18 balloon was advanced to the lesion and during inflation, it was noted that it was punctured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.